Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient is a 73 year old female with acute decompensated chronic cardiomyopathy and heart failure, with a known history of coronary artery disease, renal insufficiency, and diabetes mellitus. An impella cp device was inserted due to a low cardiac index of 1.7 l/min/m². Before impella cp placement, 3+inotropes/vasopressors, lactate of 3.5 mmol/l and society for cardiovascular angiography and interventions shock stage e were recorded in the patient history. During support, the patient required medical management and cardioversion for episodes of ventricular fibrillation, ventricular tachycardia, atrial fibrillation, and atrial tachycardia. She successfully survived to biventricular support. The impella cp remained in place for more than 4 days, exceeding the recommended duration outlined in the instructions for use, which may have contributed to the development of arrhythmias. Additionally, the patient was multimorbid and critically ill prior to impella cp insertion.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.